Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had little piece of plastic chip from the reservoir while changing that and also random no delivery alarm. The blood glucose of the customer was unknown. Customer stated that insulin pump had scratches or damage on screen and rainbow effect too. Customer was advised to discontinue use of insulin pump and refer to back up plan per health care professional instructions. Troubleshooting was performed but issue was not resolved. The insulin pump will not be returned for analysis.